Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: doesn't recognize the camera instrument and shows the color bar was caused due to loose connector causing connection issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device doesn't recognize the camera instrument and shows the color bar during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.